Event description:
Since my implantation of essure in 11/2007, my periods are heavier, cloutier and a lot more painful. I have had continual lower back pain and pelvic pain that is almost unbearable during ovulation and my period. These sharp stabbing and shooting pains. I have been prescribed tramadol and 800mg ibuprofen for the pains.